Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pelvic pain on left") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced allergy to metals ("allergy to nickel positive"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), fatigue ("constant fatigue / crushing fatigue"), premenstrual syndrome ("major premenstrual syndrome"), flank pain ("flank pain on left"), gastrointestinal disorder ("major gastrointestinal disturbances with bloating") with abdominal distension, chronic sinusitis ("chronic sinusitis on left"), arthralgia ("joint pain on left side more and more present - generalised joint pain"), breast pain ("breast pain"), myalgia ("generalized muscle pain"), joint crepitation ("cracking joints"), cervicobrachial syndrome ("chronic cervical-brachial neuralgia on left with marked muscle weakness") with muscular weakness, dizziness ("dizziness"), dyspnoea ("shortness of breath"), depressed mood ("depressive mood"), loss of libido ("loss of libido"), hypothyroidism ("hypothyroidism"), sinusitis ("worsening of sinusitis"), dry eye ("dry eyes"), visual impairment ("reduced vision"), palpitations ("palpitations"), panic attack ("panic attacks"), oesophagitis ("oesophagitis") and functional gastrointestinal disorder ("functional bowel disease"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, fatigue, premenstrual syndrome, flank pain, gastrointestinal disorder, chronic sinusitis, arthralgia, breast pain, myalgia, joint crepitation, cervicobrachial syndrome, dizziness, dyspnoea, depressed mood, loss of libido, hypothyroidism, sinusitis, dry eye, visual impairment, palpitations, panic attack, oesophagitis and functional gastrointestinal disorder outcome was unknown and the menorrhagia had not resolved. The reporter considered allergy to metals, arthralgia, breast pain, cervicobrachial syndrome, chronic sinusitis, depressed mood, dizziness, dry eye, dyspnoea, fatigue, flank pain, functional gastrointestinal disorder, gastrointestinal disorder, hypothyroidism, joint crepitation, loss of libido, menorrhagia, myalgia, oesophagitis, palpitations, panic attack, pelvic pain, premenstrual syndrome, sinusitis and visual impairment to be related to essure. The reporter commented: all of the ailments started after placement of the essure inserts. Patient's current status: worsening in past 2 years. Diagnostic results: test for allergy to nickel positive in (B)(6) 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-sep-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.881 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.